Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-15221. The patient reported experiencing inconsistent stimulation. Surgical intervention was undertaken on (B)(6) 2014, because the patient experienced a loss of stimulation due to the ipg being unable to communicate with external devices (reference MFR report: 1627487-2013-11779). During the procedure the physician indicated the tail of the extension was black. Intraoperative diagnostic testing indicated invalid impedances. The physician elected to not replace the patient's lead and/or extension during the procedure. Additional surgical intervention was undertaken on (B)(6) 2014 and intraoperative diagnostic testing again revealed invalid impedance readings. The lead and extension were explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.